Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician reported the trip wire was broken and cannot be fired. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
Block h6device code a0401 is being used to capture the reportable event of trip wire breaks.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6 device code a0401 is being used to capture the reportable event of trip wire breaks.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician reported the trip wire was broken and cannot be fired. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.